Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the plastic was cracked, which made the product defective and no sucking was possible. There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot number 2506505564 was reviewed and no anomalies related to the reported issue were observed. Several physical devices were received for evaluation. The returned devices showed some cosmetic marks that do not affect the use of the product. A suction test was performed, and no issues were detected. Based on these findings, the reported issue has been classified as cosmetic, as it does not impact on the product's form or function. No corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Section d3 (manufacturer name, city and state): originally zip code reported as (B)(6) and should be (B)(6). Section h6 (component code): originally reported as 4755 part/component/sub-assembly term not applicable and should be 3036 cannula.